Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the distributor per account contact that one was bent and one broke while using it with the patient. There was no injury to the patient reported. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please see the additional information provided from the customer. 2nd additional information request: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. This broke mid procedure while attempting to pass through tissue. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). The circulating nurse in the case is the one who reported issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One small needle- suture piece was received for analysis. Product code z340h. During the initial inspection of the samples, no breakage needle was observed. Even though the curvature of the needles were distorted from the original form; these conditions were caused during the use. In addition, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needles. Given the current condition of the returned samples, the resistance test to needles were not performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was z340h. Visual inspection and metallurgical analysis were performed on the returned product. Two failed suture needles, labeled as (B)(4), were submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on november 27, 2025. The components were identified as product code z340h. It was requested that hsa assess the fracture mode of the failures. A fracture was observed at the body of sample b. One side of the needle for sample b was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The surface was examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed that sample b contained a fracture with microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. Sample b contained a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.